Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving compounded baclofen 6,500 mcg/ml; 7,253.7 mcg/day and morphine 18 mg/ml; 20.87 mg/day via an implantable pump for intractable spasticity. The date of the event was 2014. It was reported that the patient had more pain. The hcp had been increasing the pump with not a lot of pain control. A pump replacement (B)(6) 2015 did not resolve the issue. The cause of the event, interventions, troubleshooting/diagnostics,medical history, lot number, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. Product ID: 8703w, lot# l48278, implanted: (B)(6) 1998, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Additional information was received from a healthcare provider via a company representative regarding a patient receiving morphine (18 mg/ml) at 19 mg/day via an implantable. Other medications that the patient was taking at the time of the event included baclofen. The catheter migrated and slipped out of the intrathecal and epidural space, which according to the healthcare provider, had probably been like that for years and is why the granuloma formed subcutaneously where the catheter was lying. It was unknown what diagnostics or troubleshooting had been performed. The patient's subcutaneous granuloma was explanted. The catheter was explanted completely and a new catheter was inserted. The patient was alive with no injury and the issue was resolved.

Event description:
Additional information received from the company representative (rep) indicated that the patient had a subcutaneous granuloma. The rep saw the patient at the hospital on this report date at the request of the patients future managing doctor. The patients pump was stopped by another followup doctor. The rep silenced the alarms per the future managing doctors request. It was noted that the patient was in the hospital due to a fall unrelated to the pump